Manufacturer narrative:
Devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted. The device was causing the pt pain at the buttocks.